Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump¿s battery cap was missing. The customer stated the insulin pump was not working. The device kept going into spanish mode and was not delivering insulin. Their blood glucose had been running within the range of 300 mg/dl to 500 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump received with english, not spanish language. Pump received without original battery cap. Pump had minor scratched display window and cracked case at display window corner. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.